Event description:
A customer reported error message ¿mismatch between reading and order (calibration) (ma) and insufficient sample (ss)¿ on the aia-360 analyzer. The technical support specialist (tss) went over calibration procedures with the customer, to ensure concentration values patch and positionings are correct, correct analyte selected, active test in test file, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting the sample height detector, the fse found a bent metal component preventing the sensor flag for the cup and tubing from moving properly. The fse removed bent metal component that is part of the sample height sensor assembly, straightened the metal bar, and reinstalled it. The customer validated the analyzer by performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-360 operator's manual under section7-1: error messages states the following: (ma) mismatch between reading and order (calibration) the assay item read by the camera is different from the requested assay item. Check the read and requested items. (Ss) insufficient sample the assay was cancelled because of insufficient sample. If this flag appears when there is an enough sample, either the sample nozzle or the sample detection sensor may be faulty. If this problem occurs frequently, contact the service department. The most probable cause of the reported event was due to a bent metal component that is part of the sample height sensor assembly.